Event description:
Pump alarmed occluded for lipid channel multiple times. No indication of occlusion for tpn [total parenteral nutrition] or morphine drip. Infant's arm was repositioned, just in case. Channel continued to alarm so I moved lipids to a different channel, and it continued to alarm. After several unsuccessful attempts at fixing the issue, lipid filter was replaced. Issue resolved. Rsn was notified prior to replacing filter. Rn tried to replicate any physical occlusions by flushing through the filter -- flushed easily, so not physical obstruction. *lot # provided is from current supply stocked in the unit. Packaging was not available for the product in use at patient bedside.